Manufacturer narrative:
(B)(4). Additional information will provided upon conclusion of the investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was reported that a client had fallen out of the ceiling lift. The ceiling lift. The ceiling lift detachment occurred while being located on the turn table rail system. As a consequence of the event the resident sustained bruises.